Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) exhibited an abrupt change in pace impedance measurements greater than 3,000 ohms. Shock impedance measurements were also noted to decrease abruptly, however, remain within range. A lead fracture was confirmed. Oversensing of noise in the rv lead was also observed, which resulted in inappropriate electric shocks delivered by the crt-d. The fourth electric shock induced the patient into a ventricular fibrillation (vf). The device exhausted therapy delivery and non-conversion was observed. The patient went into cardiac arrest and was hospitalized. Tachy therapy was deactivated and sensitivity on this rv lead was reprogrammed. A lead replacement was discussed, however, has not been scheduled. No additional adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this crtd and the rv lead were replaced. No additional adverse patient effects were reported. At this time, it is unknown if this product will return for analysis, however, information has been requested.

Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) exhibited an abrupt change in pace impedance measurements greater than 3,000 ohms. Shock impedance measurements were also noted to decrease abruptly, however, remain within range. A lead fracture was confirmed. Oversensing of noise in the rv lead was also observed, which resulted in inappropriate electric shocks delivered by the crt-d. The fourth electric shock induced the patient into a ventricular fibrillation (vf). The device exhausted therapy delivery and non-conversion was observed. The patient went into cardiac arrest and was hospitalized. Tachy therapy was deactivated and sensitivity on this rv lead was reprogrammed. A lead replacement was discussed, however, has not been scheduled. No additional adverse patient effects were reported. At this time, this device system remains in service.